Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the frame is broken at a weld just below where the axle sleeve.

Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld/tubing was broken at the bottom rear of the side frame, and the side frame was mangled up. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a broken weld at the bottom portion of the back cane. Additionally, the step tube was bent upwards. However, the underlying cause could not be determined.

Event description:
The dealer stated the frame is broken at a weld just below where the axle sleeve.